Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device delivered more than expected. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device overdelivered. This was due to the plunger home position being one revolution forward from its home position, which causes the plunger to engage the cassette earlier resulting in more volume delivered per stroke. This report represents all the information known by the reporter upon query by hospira personnel.